Manufacturer narrative:
(B)(4). This unit is currently in house at a vyaire medical authorized service center and is pending an investigation. Once complete, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that when the customer moves the pigtail on the ventilator, the power goes off and on. There was no report of any patient involvement or harm associated with this reported event.